Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink plus was selected for use. Outside the patient, the rotational speed was set up to 200,000rpm. When the burr was advanced, it was noted that the burr could not cross the lesion. When the device was removed from the patient through the guide catheter, it was found that the burr was detached from the drive shaft. The device did not remain inside the patient as the detached burr was on the rotawire. The procedure was completed with a 1.25mm rotalink burr. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint unit was returned connected to the catheter. A visual examination of the complaint unit was carried out. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no issue was noted with the handshake connections. The catheter burr was detached from the distal coil and the burr was not returned to site for analysis. The drive shaft was examined and it was noted that the distal coil was broken. There was evidence of glue on the distal coil where the burr was attached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that burr detachment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 1.50mm rotalink plus was selected for use. Outside the patient, the rotational speed was set up to 200,000rpm. When the burr was advanced, it was noted that the burr could not cross the lesion. When the device was removed from the patient through the guide catheter, it was found that the burr was detached from the drive shaft. The device did not remain inside the patient as the detached burr was on the rotawire. The procedure was completed with a 1.25mm rotalink burr. No patient complications were reported and the patient's condition was good.